Manufacturer narrative:
Company rep evaluated the system and repaired the display's power distribution board. System was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.